Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision after implanting the new lead, the setscrew would not tighten. Consequently, the device was explanted and replaced. Patient's condition is stable.

Manufacturer narrative:
The reported inability to tighten the set screws was confirmed in the laboratory. Visual inspection identified silicone, septa material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.